Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported no steps were taken to resolve the difficulty recharging the implant. The issue was not currently resolved, and the consumer was told their doctor would have to call and request the manufacturer come to their office to fix it.

Event description:
A consumer reported the implantable neurostimulator (ins) had always stuck out a little, but the patient did fall and hurt it. It was further reported the ins hadn't been charged in a year because the patient forgot about it and didn't think about it. Currently the ins was unable to be charged, there was no telemetry, and the reposition antenna screen was seen on the recharger. An appointment was scheduled with the healthcare provider (hcp) for (B)(6) at 1:30, and a request was made for the manufacturer's representative (rep) to be there. Relevant medical history includes failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.